Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr performed on (B)(6) 2015, the patient experienced metallosis. This adverse event was solved by conversion of bhr to bdmh on (B)(6) 2022. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: it was reported that a hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation for the acetabular cup, a complaint history review, manufacturing record review, device labelling / IFU review and historical review of the escalation actions could not be performed. If more information is received, this investigation will be reopened. A review of the historical complaints data for the femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints were identified for the part number and the reported failure mode. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the femoral head, involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes for the femoral head. The =46mm bhr resurfacing system has been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. No medical documents were received to investigate the reported clinical reactions. Based on the reported symptoms it cannot be concluded that the events/clinical reactions, metallosis was associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.